Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On (B)(6) 2018 at (B)(6) with dr. (B)(6) during seeg surgery a 2 hour delay occurred due to multiple failed registration attempts. The verification of the registration showed significant discrepancy between robot position and expected position on the CT scan. Field service engineer (fse) on site suggested that another image be taken with the o-arm. The surgery was delayed while the surgeon waited on the o-arm to arrive, which took approximately an hour, during which the fse attempted to troubleshoot. After the new image set was taken registration was completed immediately. Comparison of the original CT to the o-arm scans showed that the fiducials appeared to have shifted.

Manufacturer narrative:
It was reported that during a seeg surgery, the registration of the patient failed several times. A new image was taken with the o-arm and then the registration could be performed. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation registration failed multiple times with a rms value over the specification. The bone fiducials markers of the first image have been shifted probably due to an undetected head movement during the acquisition of the CT scan.

Event description:
On (B)(6) 2018 at (B)(6) with dr. (B)(6) during seeg surgery a 2 hour delay occurred due to multiple failed registration attempts. The verification of the registration showed significant discrepancy between robot position and expected position on the CT scan. Field service engineer (fse) on site suggested that another image be taken with the o-arm. The surgery was delayed while the surgeon waited on the o-arm to arrive, which took approximately an hour, during which the fse attempted to troubleshoot. After the new image set was taken registration was completed immediately. Comparison of the original CT to the o-arm scans showed that the fiducials appeared to have shifted.